Manufacturer narrative:
The insulin pump passed all functional testing, including the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. The pump had no missing segments/partial display noted. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that she got a low reservoir alert on the insulin pump yesterday. Customer changed her pump and her blood glucose kept climbing. Customer stated that her blood glucose was in the 400's mg/dl last night. Customer gave herself a shot, which lead to a blood glucose of 59 mg/dl. Customer stated that the next day, she went to church and her blood glucose kept climbing despite giving herself insulin from the pump. Customer stated that she took off her infusion set and there were no sets. Customer stated that she changed her sets 4 times in the past 24 hours and tried using her stomach but it didn't work. Customer stated that her blood glucose is now 260 mg/dl and it is still getting higher. Customer stated that it got up to 464 mg/dl. Customer's current blood glucose is 303 mg/dl. Customer stated that she has shots. Troubleshooting was performed and customer stated she can see a very tiny piece of plastic that may have come from her pump.